Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, when finishing the procedure and removing the trocars at the end of the procedure, the surgeon noticed that the seal was damaged and fell into the patient's cavity. The seal was removed laparoscopically and finished the procedure. There was no patient injury.